Event description:
Laparoscopic procedure for sigmoid resection with colorectal anastomosis and mobilization of splenic flexure. The proximal occlusion was performed using the laparoscopic grasper in conjunction with a flexible sigmoidoscopy of the anastomosis. After the grasper was removed, it was determined that a small section from the tip of the grasper was missing. The piece was found inside the trocar and removed. The grasper was compared to a new grasper and determined that all pieces had been retrieved."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.